Event description:
New information received indicates that the lead position is right ventricle (rv). The rv lead exhibited failure to capture and failure to sense. The dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the lead dislodged. The lead was explanted and replaced. After removal, the lead insulation was observed to be twisted. The patient was in stable condition.